Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during the l4-5 mis tlif surgery, the viper prime screw got stuck to the green knob on the viper prime screwdriver. It could not be removed. The surgeon's technique does not use the stylet. He uses blunt k-wire. Second screwdriver in the set was used. There was a surgical delay of two (2) minutes. There were no patient consequences. Procedure was successfully completed. Concomitant device reported: unknown k-wire (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1)viper prime x-tab, 7.5x40mm ti. This is report 02 of 02 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a review of the receiving inspection (ri) for viper prime x-tab, 7.5x40mm ti was conducted identifying that lot number tbadfa was released in a single batch. Batch1: lot qty of (B)(4) units were released on 07 may 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper prime x-tab, 7.5x40mm ti (p/n: 186775240, lot #: tbadfa) was returned and received assembled with viper prime nav shaft assy. Upon visual inspection, no other issues were identified with the returned device. Functional test: during the functional test, the viper prime x-tab failed to disassemble from the collar component of the device. The viper prime nav shaft assy. Will be investigated. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the relevant features are inaccessible. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Viper prime x-tab screw assy. Complaint confirmed? Yes, the device received was unable to disassemble. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the viper prime x-tab, 7.5x40mm ti (p/n: 186775240, lot #: tbadfa). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.